Event description:
It was reported that during a surgical intervention, the subject device experienced image flickering and a violet vision. The procedure was completed using a similar device without any surgical delay or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the reportable events, such as charged coupled device was broken causing purple image (image flicker and violet vision) and the protector of the video cable section was cut, were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, the cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a surgical intervention, the subject device experienced image flickering and a violet vision. The procedure was completed using a similar device without any surgical delay or patient harm.